Manufacturer narrative:
Product analysis pin condition: no issues identified in the catheter connector, all pins were straight, and no anomalies noted on the catheter shaft. Upon visual inspection, the catheter heating element/coil appeared to be kinked approximately 5cm from the distal end of the coil. Examination revealed that the fep layer appeared to be burnt and melted but the coil did not appear to be exposed. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods and acceptance criteria test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 95.4 k ohms test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 104.3 k ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.75 k ohms) test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.11 k ohms) all 4 tests passed as per acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generator when plugged in. When the temperature rose to 120 c, the device completed the cycle without an advisory message being seen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to use a closurefast rfa catheter for treatment of the great saphenous vein (gsv). It was reported that the heating element in the catheter cracked during use. The heating element was exposed. The closurefast catheter did not detach in the patient. The catheter was removed and a new catheter was inserted. Two micro introducer sheath guidewires were also attempted to be sued and had small bends at the end from the packaging that made them impossible to feed through the access needle. No patient injury was reported.